Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they received this pcu with sn# (B)(4) small screen lcd display and no longer service. End of life return unrepaired. A review of the device history record showed the device had a manufacture date of 09nov2009. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn 12995126 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the front case. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported alarm - error codes/messages. There was no patient involvement.